Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, 9 years or more have passed since the device was delivered, and it is assumed that the lock and pin of the video connector worn out due to repeated use for a long period of time, resulting in a failure. Or, it is inferred that the connector lock failure occurred due to the user's application of force such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing, etc. It is speculated that this resulted in the instability of the electrical contact point of the connector, which interfered with image transmission between the scope and the video controller, resulting in the phenomenon of flickering of images. And, it is speculated that the phenomenon in which the image flickers by the operation of the scope connector occurred, because the lock was unstable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was attributed to the failure of the video connector socket, and (B)(4) assumed that excessive pressure was applied to the video connector socket when pressing the locking lever down to disconnect the video plug of endoscope or camera head. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the image of the subject device was disappeared intermittently. There was no report of patient injury associated with the event.